Manufacturer narrative:
This event was also reported in medwatch 3006433555-2017-00022. Therefore, this medwatch can be considered a duplicate report.

Event description:
It was reported the lift actuator was broken in half. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported the lift actuator was broken in half. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.